Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008, the patient reported he continues to receive occlusion errors on his insulin infusion device [competitor product]. He stated his insulin infusion set cannulas are not kinked when he removes them but are slightly "tilted." He said the infusion set luer lock is not damaged and he does not see any leakage. He said he has discarded the infusion sets at issue. Further troubleshooting could not be done as the patient had removed his infusion device. He stated he is out of town and only has 1 infusion set left. Scar tissue and infusion site management were discussed with the patient. A courtesy infusion set insertion device and sample infusion sets were sent to him. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.